Event description:
It was reported that a pt had a drain placed after a knee replacement surgery. Upon manual removal, the drain broke. The drain was indwelling for one day. The pt returned to surgery on (B)(6) 2011 for removal of the retained drain portion.

Manufacturer narrative:
The sample was retained by the pt's family. The lot number was not provided, therefore, the device history record could not be reviewed. The instructions for use states the following precautions "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An additional warning states: " drain breakage may require surgical removal." (B)(4).